Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizures, depression, anxiety, postpartum depression, delivery, neuropathy peripheral and cellulitis. Previously administered products included for an unreported indication: dilaudid, penicillin, rocephin, vancomycin, bactrim and promethazine. Past adverse reactions to the above products included pruritus with vancomycin; rash with bactrim, dilaudid, promethazine and penicillin; and urticaria with rocephin. Concurrent conditions included pulmonary embolism, fibromyalgia, agoraphobia, skin lesion, bronchitis, paronychia and pap smear abnormal. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), weight decreased ("weight loss"), alopecia ("hair loss"), adenomyosis ("uterine endometriosis"), ovarian cyst ("ovarian cyst"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dyspareunia ("painful intercourse") and pruritus ("itching") with skin mass, rash and erythema. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, weight decreased, alopecia, adenomyosis, ovarian cyst, depression, anxiety, fatigue, migraine, headache, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, dyspareunia and pruritus had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff has complained, and continues to complain, about these symptoms to her healthcare providers. Plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion fallopian tubes on (B)(6) 2013, angiogram revealed lungs/pleura: there was a triangular shaped region of peripheral opacity in the right upper lobe. Dependent atelectasis in bilateral lower lobes. There were multiple right upper lobe pulmonary emboli involving segmental and sub segmental branches, with a peripheral region of wedge-shaped pulmonary opacity in the right upper lobe which is most likely on the basis of pulmonary infarct. On (B)(6) 2013, computerised tomogram abdomen revealed there was right lower lobe stranding. This was improved from the CT pulmonary angiogram of (B)(6) 2013 and was secondary to pulmonary embolic disease. Improving right lower lobe consolidation compared with (B)(6) 2013 in this patient had a known history of pulmonary embolic disease on (B)(6) 2014, pelvic ultrasound revealed probable complex corpus luteum on the left ovary. On (B)(6) 2015, pelvic ultrasound revealed resolution of previously seen left ovarian. Most recent follow-up information incorporated above includes: on 27-feb-2018: surgery vaginal hysterectomy and bilateral salpingectomy was added to pelvic pain and pelvic pain was updated as an incident. Historical conditions, concomitant conditions, lab data added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and device dislocation ("migration of essure device location of device") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizures, depression, anxiety, postpartum depression, delivery, neuropathy peripheral, cellulitis, endometriosis, endometrial ablation and pulmonary embolism. Previously administered products included for an unreported indication: dilaudid, penicillin, rocephin, vancomycin, bactrim and promethazine. Past adverse reactions to the above products included pruritus with vancomycin; rash with bactrim, dilaudid, promethazine and penicillin; and urticaria with rocephin. Concurrent conditions included pulmonary embolism, fibromyalgia, agoraphobia, skin lesion, bronchitis, paronychia, pap smear abnormal, body mass index normal, bipolar disorder since september 2011, ovarian cyst and post-traumatic stress disorder. Concomitant products included gabapentin, medroxyprogesterone (depo provera) and oxcarbazepine. On (B)(4)2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(4)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)"). On (B)(4)2015, the patient experienced fatigue ("chronic fatigue / fatigue"). On (B)(4)2017, the patient experienced migraine ("worsening of her migraines / migraines") and headache ("worsening of her headaches / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), weight decreased ("weight loss"), tooth disorder ("dental problems"), alopecia ("hair loss"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), adenomyosis ("uterine endometriosis"), ovarian cyst ("ovarian cyst"), depression ("worsening of her depression / psychological or psychiatric problems condition: depression"), anxiety ("worsening of her anxiety"), seizure ("seizures"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), dysmenorrhoea ("abnormally severe menstrual pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and pruritus ("itching") with skin mass, erythema and rash. The patient was treated with surgery (laproscopic assisted vaginal hysterectomy and bilateral salphingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(4)2017. At the time of the report, the pelvic pain, abdominal pain lower, back pain and dysmenorrhoea was resolving, the device dislocation, tooth disorder, alopecia, fibromyalgia, seizure, vaginal haemorrhage and allergy to metals outcome was unknown and the weight increased, weight decreased, adenomyosis, ovarian cyst, depression, anxiety, fatigue, migraine, headache, menorrhagia, dyspareunia and pruritus had not resolved. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, pruritus, seizure, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff has complained, and continues to complain, about these symptoms to her healthcare providers. Plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from the symptoms outlined above. Current weight 169 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(4)2013: confirming full occlusion fallopian tubes on (B)(4)2013, angiogram revealed lungs/pleura: there was a triangular shaped region of peripheral opacity in the right upper lobe. Dependent atelectasis in bilateral lower lobes. There were multiple right upper lobe pulmonary emboli involving segmental and sub segmental branches, with a peripheral region of wedge-shaped pulmonary opacity in the right upper lobe which is most likely on the basis of pulmonary infarct. On (B)(4)2013, computerised tomogram abdomen revealaed there was right lower lobe stranding. This was improved from the CT pulmonary angiogram of (B)(4)2013 and was secondary to pulmonary embolic disease. Improving right lower lobe consolidation compared with (B)(4)2013 in this patient had a known history of pulmonary embolic disease on (B)(4)2014, pelvic ultrasound revealed probable complex corpus luteum on the left ovary. On (B)(4)2015, pelvic ultrasound revealed resolution of previously seen left ovarian most recent follow-up information incorporated above includes: on (B)(4)2018: events- "abnormal bleeding (vaginal), autoimmune disorder type of disorder: fibromyalgia, migration of essure device location of device, dental problems, seizures, nickel allergy, hair loss", reporter, concomittant condition and drug, historical condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.